Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) intermittently stopped picking up the respiratory rate (rr) despite changing the ECG trunk cable and leads. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) intermittently stopped picking up the respiratory rate (rr) despite changing the ECG trunk cable and leads. Not in patient use.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) intermittently stopped picking up the respiratory rate (rr) despite changing the ECG trunk cable and leads. Not in patient use.

Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) intermittently stopped picking up the respiratory rate (rr) despite changing the ECG trunk cable and leads. Not in patient use. Investigation conclusion: the evaluation of the returned device shows that this complaint is not confirmed. The definitive root cause of the reported issue could not be determined. No further investigation will be performed. Additional information: b4 date of this repor,t d9 device available for evaluation, g3 date received by manufacturer, g6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer . H6 event problem and evaluation codes. H11 additional manufacturer narrative.